Event description:
New information received that the patient was presented at the clinic for a scheduled follow up. The patient's right atrial (ra) lead was over-sensing noise resulting in noise reversion episodes.

Event description:
It was reported by the abbott technical services that the patient presented remotely via merlin. Net transmissions. The patient's right atrial (ra) lead was noted to exhibit noise. No intervention performed and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.